Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. The reporter informed the company that the product was discarded/unavailable.

Event description:
Consumer called stating brush heads breaking apart, part of the brush head comes off when using it. No injury was reported.